Event description:
Provider states within 5 seconds of use the unit stops working but shows no warning on the display.

Manufacturer narrative:
(B)(6). Product has been returned and evaluated. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / pcb, no power.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued.

Event description:
(B)(6). Product has been returned and evaluated. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue / pcb, no power. Provider states within 5 seconds of use the unit stops working but shows no warning on the display.